Event description:
The subject device was used for a laparoscopic abdominoperineal resection. A bleeding occurred from the inferior mesenteric artery when the user output the seal mode for sealing it. The bleeding was stopped by a clip. The surgeon commented that the seal was possibly not overlapped enough and it affected the strength of the seal. There was no patient harm reported without this bleeding.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2015-00500 to provide additional information based on the evaluation of the device. Lot # and device manufacturer date of were corrected. The subject device was returned to olympus medical systems corp (omsc) for evaluation. As a result of evaluation of omsc on (B)(6), 2015, omsc confirmed that there were no irregularity and no severe damage. The manufacturing record was reviewed with no irregularities. As a result of the investigation, the exact cause of the reported event could not be conclusively determined. There was a possibility that the bleeding occurred due to the user handling. The instruction manual of the subject device already states. Warnings: to seal adjacent tissue, overlap the edge of the existing seal. The second seal should be distal to the first seal to increase seal margin. Otherwise, incomplete sealing may cause bleeding and/or the existing seal may be opened. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp (omsc) for evaluation. The exact cause of the reported event could nto be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.